Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) stopped compression on several occasions was not confirmed during functional testing. The returned autopulse platform functions as intended. There was no physical damage observed on the returned autopulse platform during visual inspection. During archive data review, multiple user advisory - (ua)17 (max motor on time exceeded during active operation) error messages were observed on the event date in which provided confirmation that the autopulse platform did stopped compression while in used. Based on the platform's archive, the autopulse did performed 12 compressions and then stopped functioning due to ua17. The investigation findings revealed that the autopulse did not reach the target depth within the specification time due to the stiffness of the patient chest. During functional testing, the returned autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Theautopulse platform passed all functional tests and it is ready for clinical use.

Manufacturer narrative:
Zoll has received the auto pulse platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During patient use, customer reported that the auto pulse platform (serial (B)(4)) stopped compression twice and displayed reset. The crew re-positioned the patient and reset the platform and functions for a long duration but stopped compression again. The crew switched to manual CPR. No known impact or consequence to patient was provided.